Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving a transcatheter aortic valve, there was very difficult crossing and pre-d ilation was performed with an 18 mm balloon. The valve was deployed deep and was recaptured once and then deployed quickly when bundle branch block occurred with a mean arterial pressure of 60 requiring inotrope support. Paravalvular leak was observed on the right and left coronary cusp side, and the transcatheter aortic valve appeared constrained. It was reported the patient had fusion and chunks of calcium. Post-dilation was performed with a 23 mm balloon, but a persistent leak remained on the non-coronary cusp with some diastolic separation confirming aortic insufficiency. Bundle branch block was noted post-procedure and was attributed to long pacing from the initial deployment. An echocardiogram showed a small paravalvular leak. It was later reported that the implanted transcatheter aortic valve was explanted approximately 3 days post-implant due to severe aortic insufficiency.

Event description:
Additional information was received that following there was difficult crossing the calcified aortic valve with a non-medtronic diagnostic catheter and a straight tip catheter. It took 30 minutes to cross the aortic valve, exchanging catheters. Following valve deployment, the paravalvular leak (pvl) was moderate-severe. The bundle branch block did not resolve at the end of the implant procedure. The small pvl at the end of the procedure was reported to be mild.

Manufacturer narrative:
Updated b.5 and d.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.